Event description:
The catheter broke off in the pt's vein and had to be surgically removed.

Manufacturer narrative:
If a sample is received, an investigation will be completed and a f/u report will be sent. (B)(4).